Event description:
It was reported the lead was replaced due to apparent subclavian crush. The rv lead was removed in pieces and disposed of. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.